Manufacturer narrative:
The insulin pump was received with cracked display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the there was a massive crack around the reservoir compartment of the insulin pump. The customer's blood glucose was 103 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.